Event description:
It was reported that the patient's implantable neurostimulator (ins) was turned off and that this was believed to be due to a store security system since the alarm sounded when the patient walked through it. The ins was back on and working properly at the time of the report. The patient had two ins systems at the time of the event. It is unclear to which system the information pertains. MFR report #3004209178-2012-00713 was filed for the patient's other system.

Manufacturer narrative:
Concomitant medical products - lead model 3389-40 lot #j0322039v implanted: (B)(6) 2003 explanted: unk; extension model 748251 serial #(B)(4) implanted: (B)(6) 2003 explanted: unk.